Manufacturer narrative:
The investigation determined that higher than expected vitros tsh quality control results were obtained on the vitros 5600 integrated system. An ocd field engineer performed adjustments and alignments to the sample metering subsystem. An alternate vitros tsh reagent lot was put into use following this service activity, and acceptable vitros tsh performance was observed. The investigation was unable to determine a definitive root cause. However, the quality control fluids in use, the vitros tsh reagent in use, or an instrument related event could not be ruled out as contributing factors. The root cause of this event is unknown.

Event description:
A customer observed higher than expected vitros tsh quality control results while using the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Patient samples were not processed while the quality control results were higher than expected. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).